Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valves was selected for an implant. The patient angulation was 54 degrees and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The sizing of the annular dimensions of the native valve was 27mm diameter, area 559.5mm2, perimeter 84.9mm. During the procedure, after the full deployment of valve, the physician confirmed 3 retained tabs was free and pulled back flexnav, however the device was moved to the ascending aorta due to under expansion. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The device was snared over the coronaries ostium and the physician is aware of the IFU warning against snaring the valve. It was necessary to use a second valve in order to guarantee the successful of the procedure. The patient was stable.

Manufacturer narrative:
An event of valve migration into ascending aorta due to under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that there were no intra-procedural difficulties, there was sufficient calcium to allow anchoring of the device, the angulation was 54 degrees, and there were no difficulties with deployment or retraction noted. The provided videos were reviewed by an abbott technical director of medical affairs, and a cause for the migration was unable to be determined through the review. Based on all available information, a cause for the reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.